Event description:
Patient presented to the physician with ongoing slurred speech, dysphagia, tongue weakness, and tongue pain. Physician evaluated and referred the patient to speech and swallow therapy. The patient is currently attending therapy to address the symptoms.